Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The video bronchoscope was previously returned to pentax medical from a customer on 03-oct-2019. Inspection of the device was performed on 07-oct-2019 where the quality control inspector found the following: suction arm loose, insertion tube non-pentax material, hole in # 3 remote control button cover, leak at # 3 remote control button cover, failed wet leak test, umbilical cable non-pentax material, light carrying bundle non-pentax material, failed dry leak test, equipment serviced by non-pentax facility, bending rubber pinhole, operation channel- primary slice by accessory, fluid invasion in pve connector, fluid invasion not observed in control body, bending rubber leak at middle section, pve electrical connector frame mild corrosion. Inspection of the suction arm was performed and the device failed the inspection criteria. The endoscope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to inventory upon completion. Parts replaced: o-rings and seals, bending rubber, distal end assy with tube, light guide fiber bundle (lcb), distal joint screw m1, insertion flexible tube w/segment, light guide cable, pulley assy pb-free, remote control button(1)pb_free, r.c. Button(3) pb-free, pcb for ccd k3a pb-free/ntsc, electricl connector assy, insertion/s-nipple attaching screw, suction connection tube, r.c. Button(2) pb-free, r.c. Button (4) pb-free. The endoscope was repaired and approved by final qc on 21-oct-2019 and was delivered to the customer on 21-oct-2019 under delivery order (B)(4).